Manufacturer narrative:
(B)(4). A technician evaluated the ventilator, reviewed the logs and found a "system error" and "exceptional operation failure" error messages. Repair of the device has not been completed.

Event description:
It was reported that, during patient use, the ventilator generated an audio alarm. When a nurse checked the device the alarm silence key was unresponsive, and she was unable to cancel it. The device was rebooted and functioned as intended. Although the device did not stop cycling, the patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.